Manufacturer narrative:
The device was returned to service center for a evaluation and the user's complaint was confirmed. A visual inspection was performed on the returned device and found the manipulation wire that controls the movement of the forcep jaws is broken/spilt in half. There is sufficient amount of rust on the surface base of the forcep jaws, which most probable cause the manipulation wire to break off. There was no other damage noted with device. Based on the evaluation the cause of the broken manipulation wire and rusted distal end base jaw is due to mishandling.

Event description:
Service center was informed that during a biopsy, the forceps were removed, and malfunctioned upon depositing the biopsy in a specimen cup. A new set of forceps was used for additional biopsies and the procedure was concluded without any complications. There were no patient injury reported.